Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. The patient described the area as open sore under left breast by electrode. There was no alleged device malfunction contributing to the irritation. The patient reported reaching out to the physician and it is stated medical attention was sought but there is no mention of what advice or prescriptions the patient may have gotten. Follow up indicated that the skin irritation improved.